Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the a call to 911 was made and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 580mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was in a coma and discharged a week later. It was also mentioned that the customer was sick with bronchitis, and also the customer mentioned having a bent cannula. Customer declined troubleshooting. No additional information was provided.